Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) ICD (B)(6) 2015. (B)(4).

Event description:
It was reported the right ventricular (rv) lead exhibited high thresholds. The physician elected to leave the rv settings alone and the rv lead remains in use. No patient complications have been reported as a result of this event.